Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that they had a pt with high lead impedance on their system and normal mode diagnostic tests, elective replacement indicator no, indicating a possible lead malfunction. There was no report of a fall, injury or interaction with their vns site preceding the high impedance event. Revision surgery is likely pending the pt attaining funding.